Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "bilateral ¿rupture¿. This record is for right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and underweight. A microscopic analysis was performed which identified a sharp edge assessed as unidentified tear opening. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken end on the posterior due to an unidentified (tear) opening. Missing piece of the shell due to inconclusive.

Event description:
Physician reported "bilateral ¿rupture¿. This record is for right side. The device has been explanted.